Event description:
Report received from (B)(6) stating that the device was heating and that the cutter could not be inserted. It is known that the device was not used during surgery and no pt or user injury was reported. There was no add'l info provided.

Manufacturer narrative:
The device has been received by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or add'l info becomes available, a supplemental report will be sent. Ref: (B)(4).